Event description:
It was reported the procedure was to treat a lesion in the proximal anterior tibial artery on (B)(6) 2025. The 3.0x38mm esprit btk scaffold was implanted successfully without issue. The patient later returned on (B)(6) 2025 with leg pain and it was noted the lesion above the stent had occluded; therefore, the patient¿s leg was amputated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.